Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and shocks for what could be an atrial driven rhythm. This device remains in service. No additional adverse patient effects were reported. Additional information was received indicating that this device was explanted and replaced due to an upgrade to a cardiac resynchronization therapy defibrillator (crt-d) system.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and shocks for what could be an atrial driven rhythm. This device remains in service. No additional adverse patient effects were reported.